Event description:
Pt underwent bipolar hemiarthroplasty/endoprosthesis for right hip fracture, suing zimmer brand versys 12/14 femoral head 28mm. Six months post surgery, pt developed constant burning in the right buttock and some numbness. On 11/13/2009 the FDA issued a recall class 2, (B) (4). The lot listed is 60378581, and the lot number reflected in pt's (B) (6) health services records is (B) (6). Pt is concerned as to whether the recall notice ought to include her device, and whether a defect of the device is causing current symptoms. Pt would like advice on what evaluation/testing is necessary to determine whether the device is defective and failing. Dates of use: (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: fractured hip.